Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the pacemaker showed the right atrial (ra) lead was over-sensing noise causing inappropriate automated mode switch (ams) episodes with minimal pacing inhibition. The ra lead was capped and replaced on (B)(6) 2024. The patient was not symptomatic and experienced no adverse consequences.